Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
During eval, the ge field engineer (fe) found that the rear pedal assembly was not making complete contact with the ground due to misadjusted height screws, allowing the pedal to simulate a float command when the pedal is released. The fe adjusted the screws and verified proper operation.